Event description:
I was using the carefusion clippers and there was a small nick just above the groin area. I switched to the smaller blade to see if that would help.======================manufacturer response for carefusion clippers, (brand not provided) (per site reporter).======================on-site training.